Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the programmer was no longer responding to the stylus and the stylus was replaced and calibrated. The hard drive was reconfigured and the software was reloaded and updated and the device then passed all final functional and systems tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not responding to the stylus. The programmer was returned for service. There was no patient involvement.